Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Product was not returned for evaluation but an x-ray was sent from the customer. Based on the x-ray of the patient, the complaint was confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.